Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff family in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Shortly after undergoing the essure procedure plaintiff began to suffer severe menstrual, abdominal and back pain. Additionally, plaintiff also began suffering from depression and fatigue after she was implanted with essure. Moreover, after being implanted with essure she also began experiencing heavy bleeding, as well as pain during intercourse. Plaintiff has also been diagnosed as being allergic to nickel, the exact metal from which essure is manufactured. Further, after undergoing the implantation of essure plaintiff also began suffering from migraines for which she had no history of suffering prior to being implanted with essure. Additionally, after being implanted with essure, plaintiff also began suffering urinary tract infections, which was not a normal occurrence for plaintiff prior to undergoing the implantation of essure. Further, during one of her many visits to the emergency room, plaintiff was given a vaginal ultrasound, which confirmed the presence of ovarian cysts. However, at the same time plaintiff was told that her left-sided coil could not be located. In fact, the pain became so severe that she was prescribed oxycodone for pain she suffered as a result of being implanted with essure. Additionally, plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Plaintiff had to take prescription medication in order to manage her severe pain. Quality-safety evaluation of ptc received on 17-jun-2016: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the essure procedure plaintiff began to suffer severe abdominal pain and heavy (genital) bleeding. In addition, the left sided coil could not be located at vaginal ultrasound (seen as device dislocation). Plaintiff had to take prescription medication (oxycodone) in order to manage her severe pain. These events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur during essure use. Considering the suggestive temporal relation and the absence of alternative explanation, causal relationship between reported events and essure use cannot be excluded. Moreover, during essure use, the device may dislocate into fallopian tubes towards abdominal cavity. In this case, the device at left side could not be found at ultrasound scan. Therefore, considering events nature per se, causality between this event and essure use cannot be excluded either. Since medical interventions were required to treat this severe pain (several visits to ER and oxycodone was also prescribed as treatment), this case is regarded as incident. No lot number and no sample was provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Incident (required intervention). Anticipated. This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff family in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. Shortly after undergoing the essure procedure plaintiff began to suffer severe menstrual, abdominal and back pain. Additionally, plaintiff also began suffering from depression and fatigue after she was implanted with essure. Moreover, after being implanted with essure she also began experiencing heavy bleeding, as well as pain during intercourse. Plaintiff has also been diagnosed as being allergic to nickel, the exact metal from which essure is manufactured. Further, after undergoing the implantation of essure plaintiff also began suffering from migraines for which she had no history of suffering prior to being implanted with essure. Additionally, after being implanted with essure, plaintiff also began suffering urinary tract infections, which was not a normal occurrence for plaintiff prior to undergoing the implantation of essure. Further, during one of her many visits to the emergency room, plaintiff was given a vaginal ultrasound, which confirmed the presence of ovarian cysts. However, at the same time plaintiff was told that her left-sided coil could not be located. In fact, the pain became so severe that she was prescribed oxycodone for pain she suffered as a result of being implanted with essure. Additionally, plaintiff may have no choice but to undergo a hysterectomy in order to have her essure device removed. Plaintiff had to take prescription medication in order to manage her severe pain. Quality-safety evaluation of ptc received on 17-jun-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 29-nov-2017: patient¿s history included gravida 8, para 6. Ultrasounds were performed in 2011-2012 - no result provided. Concomitant and treatment medication included depo, pain medication, migraine medication, depression and anxiety medication. Patient reported the events: menstrual pain; abdominal pain; back pain; depression; fatigue; heavy bleeding; pain during intercourse; migraines; nickel allergy, 2011. Also ovarian cysts, fibroids, nerve pain, uti, bv, drug abuse (drug rehabilitation performed), vitamin b12 deficiency, vitamin d deficiency, tingling in hands, feet, toes, fingers, uterine cyst, cramping, sharp stabbing pain, adenomyosis, pid, uterine, uterine inflammation, bleeding, loss of libido, painful intercourse, long periods, uti, all over body pain, chest pain, hip, back, neck, chronic pelvic pain, face pain, constant constipation, gas, severe bloating, metal taste in mouth,drug abuse, depression (years of treatment: (B)(6) 2014-present) worsened previously existing injury/condition: migraines, uti, depression (she had never been fully recovered but since the essure implant, these symptoms have gotten worse). The patient would like to have essure removed, but she did not know how to do it. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pid-pelvic inflammatory disease"), abdominal pain ("severe abdominal pain. Pain became so severe / cramping / sharp stabbing pain"), device dislocation ("left-sided coil could not be located") and genital haemorrhage ("heavy bleeding / bleeding / excessive bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test.". The patient's medical history included multigravida, parity 6, joint dislocation, chest pain and psychotherapy. Concurrent conditions included back pain since 2006, abdominal pain since 2006, nerve pain since 2006, migraine since 2006 and painful intercourse since 2006. Concomitant products included baclofen since 2006 for back pain, alprazolam (xanax) since 2006 and escitalopram oxalate (lexapro) since 2006 for depression and anxiety, oxycodone hydrochloride;paracetamol (percocet) from 2006 to 2018 for pain as well as cyclobenzaprine since 2006, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and medroxyprogesterone acetate (depo provera) since 2009. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced eye pain ("eye pain"). In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain") and allergy to metals ("allergic to nickel") with rash. In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain"), migraine ("migraines (gotten worse)"), the first episode of pain in extremity ("leg pain") and the second episode of pain in extremity ("hands, finger pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), depression ("depression (gotten worse)"), fatigue ("fatigue"), dyspareunia ("pain during intercourse (sharp)"), urinary tract infection ("urinary tract infections (gotten worse)"), ovarian cyst ("ovarian cysts"), neuralgia ("nerve pain"), bacterial vaginosis ("bv - bacterial vaginosis") with vulvovaginal pruritus and vulvovaginal burning sensation, drug abuse ("drug abuse"), vitamin b12 deficiency ("vitamin b12 deficiency"), vitamin d deficiency ("vitamin d deficiency"), paraesthesia ("tingling in hands, feet, toes, fingers"), chest pain ("chest pain"), uterine cyst ("uterine cyst"), adenomyosis ("adenomyosis"), uterine inflammation ("uterine inflammation"), menorrhagia ("long periods"), loss of libido ("loss of libido"), pain ("all over body pain"), arthralgia ("hip pain"), neck pain ("neck pain"), pelvic pain ("chronic pelvic pain / pelvis pain (stabbing, cramping)"), facial pain ("face pain"), constipation ("constant constipation"), flatulence ("gas"), abdominal distension ("severe bloating"), dysgeusia ("metal taste in mouth"), burning sensation ("face, hands, eyes, back, chest, hips, legs, thighs (burning, stabbing)"), mood swings ("mood swings") and tenderness ("tenderness") and was found to have uterine leiomyoma ("fibroids/ uterine fibroids"). The patient was treated with analgesics, antidepressants, anxiolytics, oxycodone, drug abuse rehabilitation and counseling and drug abuse rehabilitation and counseling, behavioral health. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic inflammatory disease, abdominal pain, device dislocation, dysmenorrhoea, back pain, depression, fatigue, allergy to metals, migraine, urinary tract infection, ovarian cyst, uterine leiomyoma, neuralgia, bacterial vaginosis, drug abuse, vitamin b12 deficiency, vitamin d deficiency, paraesthesia, chest pain, uterine cyst, adenomyosis, uterine inflammation, loss of libido, pain, arthralgia, neck pain, pelvic pain, facial pain, constipation, flatulence, abdominal distension, dysgeusia, burning sensation, mood swings, the last episode of pain in extremity, eye pain and tenderness outcome was unknown and the genital haemorrhage, dyspareunia and menorrhagia had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, allergy to metals, arthralgia, back pain, bacterial vaginosis, burning sensation, chest pain, constipation, depression, device dislocation, drug abuse, dysgeusia, dysmenorrhoea, dyspareunia, eye pain, facial pain, fatigue, flatulence, genital haemorrhage, loss of libido, menorrhagia, migraine, mood swings, neck pain, neuralgia, ovarian cyst, pain, paraesthesia, pelvic inflammatory disease, pelvic pain, tenderness, urinary tract infection, uterine cyst, uterine inflammation, uterine leiomyoma, vitamin b12 deficiency, vitamin d deficiency, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure. The reporter commented: the patient would like to have essure removed, but she did not know how to do it. Discrepancy noted in dates of insertion: (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: ovarian cysts, left coil could not be located. Diagnostic results: 2011-2012: ultrasound (no result provided). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-mar-2019: pfs received : events added - tenderness, device monitoring procedure not performed. Outcome of the events updated. Concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.